Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the display of the insulin pump was blurry making it harder to read. The device was neither bumped nor exposed to any liquids and it happened right after inserting a new battery. The user has replaced the battery twice and indicated a loose battery cap. Self-test was not possible. The insulin pump will not be returned for analysis.